Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a dislodged grip ring, which likely caused the grips to not open. The instrument was placed on an in-house system. It passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip open lever was not functional. The grip ring moved freely up and down at the grip drive adapter. The probable root cause of dislodged grip ring attributed to manufacturing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument malfunctioned. The device worked for one or two activations but then locked up. The customer attempted to re-seat the vse on the sterile adaptor, but the issue persisted, resulting in the vse locking onto the tissue, requiring manual release. A frequent error message appeared on the screen, indicating that the blade might be exposed. The procedure was completed without any reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and confirmed that there was no adverse effect on the grasped tissue and no unexpected tissue removal occurred.